Event description:
It was reported that the large needle driver instrument had abrasions on its main tube, which were caused by a defective cannula. No add'l info was provided. No patient harm, adverse outcome or injury was reported. The following medwatch reports were created for the instruments with related complaints used at the same facility. MFR. Report# 2955842-2006-00306, -00307, -00308, -00309, and -0310.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a section on the distal end of the instrument main tube with material removed, approx 1" above the proximal clevis. About 90 degrees from this section, engineering observed another section where material had been removed. It was determined that the damage to the main tube was most likely caused by a defective cannula accessory. No other damage was found. The following medwatch reports were created for the defective cannula previously returned from this site: MFR. Report# 2955842-2006-00300, MFR. Report# 2955842-2006-00301, MFR. Report# 2955842-2006-00302, MFR. Report# 2955842-2006-00303, MFR. Report# 2955842-2006-00304, MFR. Report# 2955842-2006-00305.